Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Investigation result: device evaluation could not be performed because the affected device had not been returned from the user facility. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion (root cause): the cause of the reported event could not be identified as the affected device had not been provided yet. Based on the obtained information, results of lot history records review, and referring to known similar events, it was presumed that tensional stress generated with guide wire manipulation might have been locally applied to the distal segment of the subject chikai 008 guide wire while the distal segment of the guide wire had been caught due to anatomical and/or lesion conditions. Consequently, the distal segment of the guide wire was detached. It was concluded that the reported event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. Always advance and withdraw the guide wire slowly. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or press this guide wire with enough force to feel resistance. Pressing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the tip of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position. Otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] damage such as separation

Event description:
It was reported that an asahi chikai 008 guide wire was used to advance an apollo microcatheter (medtronic) to occlude the feeding moderately calcified, moderately tortuous, and moderately angulated posterior meningeal artery during an endovascular embolization of arteriovenous malformation (avm). After the chikai 008 guide wire was removed without issue, angiography demonstrated marked resistance to contrast injection. Digital subtraction angiography (dsa) revealed a longitudinal radiopaque structure within the microcatheter, slightly protruding from the tip. The removed chikai 008 guide wire was inspected and the tip segment was found missing. It became clear that the tip of the chikai 008 guide wire was likely detached during removal and remained stuck within the microcatheter, outside the fluoroscopic field. It was informed that the physician concluded that the wire fragment should be fixed by an embolization material inside the feeder vessel, rather than to make removal attempts and lose the wire fragment in situ.